Event description:
It was reported by service report that the power cord was missing the ground prong, and the com cord had bent pins. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Power cord plug missing ground prong. Docker cable with bent pins.